Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported history anomaly. Customer stated that she changed her reservoir on (B)(6) and the settings saying (B)(6). Advised the customer the reservoir starts when the insulin pump gets rewind and primed. Advised to troubleshoot for the issue but customer declined. Customer stated do not want to waist insulin that she will call back when she change her infusion set. Customer's blood glucose was 89 mg/dl. No further information provided.